Manufacturer narrative:
The reported error message was confirmed. An error message was noted on the generator when the electrode was connected and no temperature was displayed. Electrical testing revealed an open circuit between the thermocouple wires. The source of the open circuit was isolated to within the hub and nitinol tubing assembly. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the open circuit and subsequent procedure cancellation remains unknown.

Event description:
Related manufacturing ref: 3004617090-2018-00012, 3004617090-2018-00014. During the procedure, three electrodes displayed a no thermocouple error and the procedure was cancelled. There were no adverse consequences to the patent due to the cancellation.